Event description:
It was reported that there were malfunctions noted on the right atrial and right ventricular leads. Both leads were explanted. No patient status was reported.

Manufacturer narrative:
The reported event of lead malfunction was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil at the proximal region. The cause of the reported event was due to external insulation abrasion consistent with friction to the device.